Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was implanted during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture while implanting the first leg. The detached piece was left inside the patient. The physician was still able to finish the procedure by suturing the first leg and successfully implanting the second leg with this device. The patient's condition at the conclusion of the procedure was reported to be stable.